Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet for approximately two weeks, with device data suggesting the system was not learning as expected and the user had paused use for two days; the user had been advised externally to maintain an incorrect tight target and to raise the cgm target, and the agent planned to consult clinical support regarding a potential soft or factory reset. Symptoms included episodes of hyperglycemia and hypoglycemia alerts without reported clinical manifestations. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included review of device reports and user education on appropriate target range and operating instructions, with planned consultation with clinical decision support for potential reset guidance. Investigation of this case revealed inconsistent glycemic control associated with algorithm adaptation concerns and user target-setting misunderstandings, with no device alarms or malfunctions reported beyond high and low alerts. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error regarding targets and operating expectations, with algorithm performance potentially affected by early-use adaptation.